Manufacturer narrative:
The device evaluation was completed on 16-nov-2023. It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and a foreign material was observed. It was reported by the biosense webster inc. (Bwi) representative that when they opened a catheter for their first case, there was foreign material in it. They noticed small white particles in various sizes from tiny round to small round along the catheter and mainly along the handle. It was loose and most of it had come off by the time it was given to the bwi representative. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed no foreign material. The device was found in good condition, no anomalies were detected. A device history record was performed for the finished device g9330659 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer could not be detected during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and a foreign material was observed. It was reported by the biosense webster inc. (Bwi) representative that when they opened a catheter for their first case, there was foreign material in it. They noticed small white particles in various sizes from tiny round to small round along the catheter and mainly along the handle. It was loose and most of it had come off by the time it was given to the bwi representative. No adverse patient consequence was reported.